Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping and it had a blank white screen. The customer's blood glucose level was unknown. The customer mentioned that the insulin pump was accidentally bumped, now the insulin pump was not responding, continuously beeping and had a white screen. The customer did not report of the insulin pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.